Event description:
The customer reported erroneous differential test results were obtained for two different patients and on two different days when using the coulter lh 500 hematology analyzer. Erroneous test results were reported out of the laboratory. Case # 1 had no instrument flags and patient treatment was not affected. Case #2, sample had instrument generated immature neutrophils (lmm ne 1) flag. In addition patient treatment may have been delayed due to time lapse between original report and corrected report. For case #1 there are no reports of death or serious injury, and no affect to patient treatment as a result of this event. For case #2 there are no reports of death or serious injury. However, patient treatment may have been delayed as a result of this event. This event represents event 2 of 2 events reported by this customer.

Manufacturer narrative:
The two specific samples were run in primary mode. Samples were collected in 5 cc vacutainer and sampled <2 hours of draw. Controls are run each shift. Controls were run before and after the incident and recovered within range. The field service engineer (fse) replaced flowcell sample line and lower restrictor and adjusted flowcell alignment. The instrument is performing within quality control specifications. Raw data found that on case #1: there is no clear separation between lymphocytes and basophil population on the scatter diagram for this specific sample. On case # 2: the algorithm flagged lmm ne1, indicating the need for review. Differential (diff) algorithm is not designed to enumerate bands. Root cause is based on raw data. Per product labeling: beckman coulter recommends review, appropriate to the requirements of the patient population, of all results displaying a flag, code or message. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive messages, suspect messages, parameter codes, delta checks and decision rules. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. This MDR represents event of 2 reported by this customer. This MDR is related to the following MDR that has been reported: 1061932-2011-01627.